Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that during the case all of the instruments had been verified and then both monitors went black. The rep tried to reboot the system and both monitors remained black. During later troubleshooting the rep was able to get video on the surgeon monitor when bypassing the video splitter. However, the main cart monitor remained on a black screen and never received video. The resulting delay in procedure was less than one hour and there was no change in patient outcome as a result.

Manufacturer narrative:
After system checkout monitor was replaced and the system was functioning. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
While testing the navigation system, the power supply was replaced and not the monitor as previously reported. If information is provided in the future, a supplemental report will be issued.